Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an unknown product experienced. Additional information received which indicated that the caused of the reposition was due to a suspected infection. This device was surgically repositioned and remains in service. There were no additional adverse patient effects reported.